Event description:
On (B)(6) 2003, the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder® bifurcated endoprostheses. CT images taken on (B)(6) 2014, showed an aneurysm diameter of 7.3 cm. With no evidence of endoleak. It was reported the aneurysm enlargement was being caused by endotension. On (B)(6) 2014, an intervention was performed to treat the enlarging aneurysm, whereby three gore® excluder® aaa endoprostheses were implanted to reline the previous devices. Final angiography showed exclusion of the aneurysm and no evidence of endoleak, and the patient tolerated the procedure.

Manufacturer narrative:
Concomitant: patient medications include; aspirin, benicar, colace, lipitor, clonidine and hydralazine.the review of the manufacturing paperwork verified that this lot met all pre-release specifications.aneurysm growth in the absence of endoleak has been defined as endotension. One hypothesis for the source of endotension is the transmural movement of serous fluid across the material used to fabricate devices used to treat the aortic abdominal aneurysm. In response to this issue, gore elected in 2004 to provide a design enhancement to the original gore excluder® bifurcated endoprosthesis. The devices implanted in this patient were the original gore excluder® bifurcated endoprostheses.(B)(4).